Manufacturer narrative:
(B)(4). Follow-up information: the device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the charge-pak battery charger. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control for feedback on a device download from one of their devices. Physio-control observed from the device download that the device's internal hybrid layer capacitor (hlc) batteries were at a very low state of charge. It was also observed that the device had the charge-pak and attention icons in the readiness display. With the internal hlc batteries being at a very low state of charge, the device might not be able to provide defibrillation therapy if required. No information was provided about patient use being associated with the reported event.